Manufacturer narrative:
An internal biomérieux investigation concluded the following: the excepted result (herbaspirillum huttiense) is not included in the vitek® ms v2.0 database (current version) or v3.0 (version under deployment). However, it has been added to next database v3.2. The most probable root cause to the misidentification obtained by the customer is a spot preparation issue (variability): indeed, it has been observed during investigation that the number of "all peaks" is heterogeneous for e.coli (calibrant strain) (between 35 to 108 peaks). Moreover, regarding the sample, 75% of them (15 out of the 20 tests) provided the intended result noid and 25% provided an incorrect result (mycobacterium kansasii). This is reflecting spectra variability most likely due to spotting. Moreover, there is a system limitation when the tested species is not in the vitek® ms knowledge base. Vitek® ms system identification is based on a species pattern classification. The system limitation is due to the use of a predictive modelling based on a supervised learning. Typically, such a model includes an algorithm that learns certain properties (peaks presence) from a training spectra dataset in order to make those predictions. When the microorganism tested is not part of the training dataset, no specific species pattern will be available in the database for comparison. Consequently, the system can give: 1.no identification (most probable answer) when the spectrum acquired doesn't match with any species pattern.=> obtained 15 times on the 20 tests performed 2. An low discrimination identification (often the same genus than expected) when the spectrum acquired presents high level of similarity with multiple specific species patterns present in the database. 3.an incorrect single choice identification to the nearest pattern species (often same genus than expected) when the spectrum acquired presents high level of similarity with a specific species pattern present in the database. Note that the kb user manual ref. 161150-556- b for vitek® ms clinical use v3.0 mentions the following limitations: "testing of species not found in the database may result in an unidentified result or a misidentification. Note: interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results." Fsca 3305 has also been published on february 2017 in order to inform the customers about this system limitation. For information, the 20 spectra obtained by the customer all gave noid when they were reprocessed with next kb v3.0. Moreover, correct identification to herbaspirillum huttiense was obtained when they were reprocessed with kb v3.1 (industry kb used to build next clinical kb v3.2).

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with the vitek® ms instrument (reference (B)(4)). The customer reported initial testing was performed on vitek® 2 with results confirming the organism as burkholderia cepacia. The customer wanted to confirm the results on vitek® ms, but did not receive a result or misidentified as mycobacterium kansasii. The customer reported testing multiple times from different media such as blood agar and mueller hinton. This discrepancy did affect patient results, and there was a delay >4 days in reporting results to the physician. An internal biomérieux investigation will be initiated.